Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has recently had an increase in seizures. Patient has been referred for generator replacement. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #01 report inadvertently left out relevant information. D6b. If explanted, give date, corrected data: supplemental #01 report inadvertently left blank. F10. Adverse event problem, corrected data: supplemental #01 report inadvertently did not code. H6 adverse event problem, corrected data:: supplemental #01 report inadvertently did not code .

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
Date of event, corrected data: initial report inadvertently listed the wrong date date received by manufacturer (mo/day/yr), corrected data: initial report inadvertently listed the wrong date, should've been 06/10/2022.

Event description:
Additional information received noting that the believed cause of the increased seizures is due to low battery and the increase in below pre-vns baseline levels. Medication was added and the patient has been referred for a battery replacement.